Event description:
I had the essure implanted in (B)(6) 2012. I experienced major cramps, abnormal bleeding, back pan, numbness is arm which was not relieved by neurologist or chiropractic care, headaches, vision problems, and many other side effects that I believe essure has caused.